Event description:
It was reported to philips that the system displayed an alert indicating only low load fluoroscopy was possible and was unable to return to normal operation, impacting imaging. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.